Manufacturer narrative:
H3: product ID: avs10, serial/lot #:(B)(6). No conclusion can be drawn. Evaluation could not be performed because broken burr stuck in the attachment. It was also noted that color rings are fading, laser markings are fading. Product ID: pss unknown tool, serial/lot #: unknown. No conclusion can be drawn. No evaluation was performed, as the we can¿t move it from the attachment. Therefore the bur will not be send for analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: a vs10, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of loss of power. It was reported there was no patient involvement. Repair escalated to product event on evaluation due to broken burr.

Manufacturer narrative:
Updated imf code to f2601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.